Manufacturer narrative:
Failure event observed during analysis. Final analysis found a capacitor charge timeout after receipt in lab. The event could not be reproduced. The cause of the event remains undetermined.

Event description:
This report is to advise of an event observed during analysis.